Event description:
Follow up information reported that the patient will undergo a lead revision on (B)(6) 2013 due it having migrated a ¿few¿ vertebral segments down to t2. It was believed that the migration may have been due to too much tension on the system from not enough lead/extension length to the implantable neurostimulator (ins) which was located in the buttocks.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID 3998, lot # va00vyf, implanted: (B)(6) 2013, product type lead; product ID 3708360, serial # (B)(4), implanted: (B)(6) 2013, product type extension; product ID 3708360, serial # (B)(4), implanted: (B)(6) 2013, product type extension; product ID 37744, serial # (B)(4), product type programmer, patient; product ID 37754, serial # (B)(4), product type recharger. (B)(4).

Event description:
Additional information found it was further reported the lightning bolt was in the upper right hand corner, but still did not feel stimulation. It was noted the patient had swelling.

Event description:
It was reported that a patient had no stimulation sensation. It was noted that the patient's device was first turned on the day of the report. It was reported that there was no stimulation on every electrode. The reporter stated that impedance on the 0-3 electrode pair was less than 50 ohms and all electrode pairs with electrode 11 were greater than 10,000 ohms. Other electrodes appeared to be in a normal range. It was noted that the patient had no known falls or trauma. It was reported that the patient was trialed with the same surgical lead and stimulation worked fine during the trial. The reporter stated that the device was checked with the recharger and was able to get six coupling bars. A physician mode recharge (pmr) was done. It was unclear if stimulation was on or off when the pmr was done, but stimulation was off after the pmr. Programming was attempted again and there was still no stimulation. It was reported that no stimulation was achieved on any combinations at high voltages. Ten days later, it was reported that the patient's doctor ordered x-rays and the lead had moved. It was noted that the doctor was going to meet with the patient to discuss her options. Three days later, it was noted that the patient's appointment was scheduled for (B)(6) 2013.